Event description:
It was reported that there was difficulty managing the airway and the patient required intubation. It was noted to be related to the implant procedure. The patient was diagnosed with hypoxia on (B)(6) 2013 via surgical observation. It was noted that the patient recovered without sequelae on the same day. Signs and symptoms included hypoxia and inadequate ventilation. The severity was noted to be moderate.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).